Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date in 2015, the patient initially sustained a left subtrochanteric proximal femur fracture and was primarily fixed with an smith and nephew (snn) nail. The patient underwent first revision surgery three (3) months post primary due to broken smith and nephew nail and was replaced with the same nail (non-synthes products were used). On an unknown date, the patient underwent second revision due to non-union and attempted to revise it with a locking compression plate (lcp) proximal femur plate and it was not completed as per technique guide with screws not fully locked into the plate. It continued to be non-united and developed low grade infection. On (B)(6) 2017, the patient underwent third revision wherein the low-grade infection and non-union where debrided and refixed with a 130-degree angle blade plate. On (B)(6) 2018, the patient underwent fourth revision surgery, an open reduction internal fixation (orif) of the proximal femur, due to broken 130-degree angle blade plate, fracture non-union and low-grade infection. One (1) 130-degree angle blade plate and eight (8) cortex screws were removed and replaced with a 95-degree angle blade plate and two (2) lag screws. The procedure was successfully completed. There was no surgical delay reported. Patient outcome was reported as stable. This (B)(4) will capture the fourth revision due to 130-degree angle blade plate had broken, fracture non-union and low-grade infection. (B)(4) captures the screws not fully locked into the lcp proximal femur plate which was not successfully completed which is supposedly the second revision. This report is for one (1) 130 deg angled blade plate 12 holes/90mm/200mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted. Part: 238.280, lot: 2644065, manufacturing site: bettlach, release to warehouse date: 29.sep.2010. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Complaint is confirmed as we are able to confirm complaint description based on the received pictures (1 broken plate / 8 intakt screws). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.